Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, after which the malfunction code did not recur. Customer understood the instructions to contact support if the issue reappears and was advised to continue using the pump.